Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.